Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that both haptics plates and a piece of the optic was torn off and missing. Additionally, there was a tear across the optic and a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted on aa4203tf silicone plate lens with toric optic before discovering the posterior capsule was torn during phacoemulsification. The lens was cut out of the eye without enlarging the incision and a vitrectomy was performed. An acl was implanted and no sutures were required. This facility used a competitor's phaco equipment.